Event description:
The user facility reported that an employee was moving an (B)(4) loading car when the shelf support fell. The employee caught the shelf support and received a minor burn. The employee sought medical treatment at the user facility's ER. The user facility declined to provide additional information in regards to treatment provided at the ER. The employee returned to work the following day and is fine. No procedural delays/cancellations were reported.

Manufacturer narrative:
The user facility stated to the steris account manager that the support bracket that supports the shelves were not in the correct position. He also stated that the loading car is back in service. The (B)(4) loading car support shelves can be moved and adjusted by the user facility. The steris dsm advised the user facility of proper placement of the shelf supports. The user facility declined to provide the serial number of the loading car subject of the reported event therefore a steris service technician is unable to inspect the loading car. The loading car is not under steris service contract and is serviced and maintained by the user facility.